Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting additional information was sent on april 26, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on (B)(6) 2015. The patient was revised on (B)(6) 2017 due to possible cup loosening and clinical signs of septic inflammation. Additional information has been requested and is not currently available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that on (B)(6), 2015 the patient underwent a non-cemented hip arthroplasty on the right side due to coxarthrosis. On (B)(6), 2017 the patient underwent a revision surgery due to possible cup loosening and clinical signs of septic inflammation. During this revision surgery patient was subjected to surgical cleansing and crop sampling. All products were explanted, the surgery lasted 1 hour and 33 minutes. Review of received data: - x-rays dated (B)(6), 2017: acetabular cup with of inclination angle. Slight radiolucency at the gruen zone I and iii at the cup surface, which might indicate loosening. Dark areas around the femoral stem laterally at the middle height and at the neck region, and medially at the 1/3 proximal height, which might hint to a possible infection existence. However, since no previous x-rays were received to compare, these hypothesis cannot be confirmed. X-ray dated (B)(6), 2017: girdlestone situation after all the tha components were removed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis: review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Sterilization certificates for allofit it shell, biolox taper liner, biolox head and fitmore stem were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Conclusion summary: according to the reported event all components of the tha were revised due to possible cup loosening and clinical signs of septic inflammation after 2 years 1 month in-vivo time. The presence of infection and loosening cannot be evidenced by the medical data available at the hand. Sterilization specification of the devices certify the suitability of sterilization. The sterilization certificates confirm that the products were sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts , packaging failure during transportation and reuse of the device which is only intended for single use, while the most likely cause of the cup loosening is the technique of the surgeon leading to lost / no achievement of press fit fixation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).